Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The patient's right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.